Manufacturer narrative:
A cd of the pt scan was sent to superdimension for evaluation. The CT data showed that the CT slices did not have any overlapping, the settings were 1.25 mm slice thickness and 1.25 mm increment. The current labeling states the following: "in order to achieve optimal quality of the CT and virtual bronchostomy images, it is recommended that the CT scan is performed with the following parameters: slice interval: up to 5 mm (optimal 1.5-3 mm). Slice thickness: at least 1 mm bigger than the above slice interval".

Event description:
The user reported that the pt had a 2cm spiculed nodule at the left lower lobe posterior segment. The nodule was reached with a 0.7mm distance error, however, the biopsy showed only pulmonary parenchyma not the nodule itself. They had a registration of 5mm for this procedure. It was also reported that the pt had pneumothorax. On-site cytopathologist said that the pleura could be seen at the slides. Brushes were also negative for malignancy. The physician reported that the pneumothorax never resolved even when they put heimlich valve properly. The pt was transferred to the thoracic surgery for chest tube placement and the surgeon decided to operate on her. She had the nodule extracted and the diagnosis was hamartoma. Additionally, the physician followed up later and reported that the pt is ok now.